Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The backlight is functioning properly, all buttons are functioning properly and no damage in the keypad assembly noted. The insulin pump has cracked reservoir tube lip, scratched reservoir tube window and minor scratched window.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was between 400 to 500 mg/dl. The customer stated that she had experienced high blood glucose levels for 48 hours leading to the hospitalization, and ketones were noted as well. The customer was hospitalized as a result of low potassium, and she was treated with fluids and potassium upon admittance. She was wearing the insulin pump at the time of hospitalization and experienced several low blood glucose events while there; she reported a blood glucose reading as low as 27 mg/dl. She was in the hospital for 9 days. Over a month later, the customer reported an unresponsive keypad and backlight anomaly during a bolus attempt. The blood glucose reading was 385 mg/dl at that time. She stated that she was diagnosed with hypoglycemic unawareness. Advised replacement of the insulin pump. Nothing further reported.